Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure a balloon rupture occurred. The 3.75x15mm nc quantum apex monorail balloon catheter was advanced to the severely calcified target lesion when the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.